Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was not attached with the plunger¿ was confirmed as a suture retrieval issue. The reported ¿proglide device was attempted to be removed, resistance was noted¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: no device separation occurred due to the resistance during removal. Hemostasis was achieved via surgical suturing. No additional information was provided.

Manufacturer narrative:
The additional two proglide devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via a 7fr sheath prior to a thoracic endovascular aortic repair (tevar) procedure. Initial flushing of the marker lumen during preparation was successful. Reportedly, a cuff miss occurred with the first proglide device, the suture was not attached with the plunger. The lever was returned to its original position and the foot closed; however, when the proglide device was attempted to be removed, resistance was noted. The device was entangled in the suture thread. The suture was cut to ultimately remove the proglide. No vessel damage was noted. A second and third proglide device were inserted; however, pulsatile bleed back was not confirmed. After the devices were removed once, flushing of the marker lumen was performed and patency was confirmed. The devices were re-inserted but no bleed back was confirmed. The sheath was upsized to 21f and the procedure completed. A cut down was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.